Event description:
Based on evaluation of returned product, the peek sleeve of the inserts is broken on its proximal side. The fragments were not returned. No further information was provided.

Manufacturer narrative:
This is a correction MDR report to update the type of report. The initial was sent as "follow-up". Integra has completed their internal investigation on march 7, 2017. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the peek sleeve of the inserts is broken on its proximal side. The fragments were not returned. The white microfrance etching is partially erased. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; including this complaint, the complaint rate for product family monopolar insert for the past 12 months is (B)(4) complaints /product uses. This is not a statistically adverse trend. Conclusion: these inserts sleeves broke when the surgeon removed the instruments from the trocars. A special care is necessary for this reference during the removal as the peek sleeve can get stuck on the cutting edge of the trocar. Moreover, the customer has old generation of cev649-5b tubes in its device stock, which does not have a bulge on its distal part, increasing the risk of getting the sleeve stuck.

Manufacturer narrative:
This is a correction MDR to update report type. Report filed on 03/20/2017, stating "follow-up report" instead of initial report.